Event description:
The customer reported to baxter (B)(4) a clearlink extension set in which there was a leak at the luer closest to the patient. The alleged malfunction was observed during patient use. There are no reports of patient injury or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection as well as functional tests were performed. The reported condition was not confirmed. Therefore, an assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.